Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called back and stated that u-02 error returned and persisted. Customer located the backup energy activation cable and planned on connecting a force triad generator to continue. The procedure was completed with no patient harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived on site and replaced the integrated electro surgical unit (iesu) in accordance with isi standards and component is tested and ready for use. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis and the reported issue was confirmable using artemis. Significant number of errors were found on the system logs. Inspection during failure analysis process was able to replicate the reported event; unit was tested on system, presented the u-02 error on startup (23-dec-2025 7:55 am us-ga). Erbe logs still accessible, c-00 errors in logs. Upon visual inspection, the unit was found to have crack on top left corner of front bezel; lower right corner of bezel has dent/damage. The complaint was confirmed based on the field evaluation/failure analysis. The probable root cause was attributed to communication error on a defective generator.